Manufacturer narrative:
Complaint confirmed. Refer to the attached vendor evaluation for further details.

Event description:
On (B)(6) 2022,it was reported, by a sales representative via sems, that (2) ar-6480 dw pumps touchscreens are not working. This was discovered during a case and there was no patient effect reported.